Event description:
Thirteen months following minitape urethral sling surgery and mesh prolapse repair, the pt presented with protrusion of the minitape anchor portion and subsequent recurrence of urinary incontinence and dyspareunia. The pt underwent outpatient trimming of the exposed anchor and vaginal tissue was stitched closed. At next f/u visit the surgeon will consider repair urinary incontinence surgery on this pt.

Manufacturer narrative:
The product is recommended for use only by medical practitioners who are appropriately qualified and properly trained in surgical procedures involving the treatment of female urinary incontinence. It is considered that because of the good early performance of this device (up to (B)(6) months post operation), that it is unlikely that there was any question of device failure. This is a late and unusual presentation of extrusion but is nevertheless well known for such devices. It is the first known late extrusion of minitape. A review of the batch mfg records was conducted and the batch in question met all finished product release criteria, and no issues were identified which would cause or contribute to the reported problem. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.